Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown lb implant was returned for investigation. Visual evaluation of the as returned product identified significant signs of use and fracturing at the collar. Damages on the external threads, most likely from removal process. Pre-existing conditions noted on the per was none. The device was located on tooth site 25 (fdi) for approximately 1 month. The reported event could not be functionally tested due to the nature of the event (fracture). Device history record (DHR) and complaint history review could not be performed, as the item/lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (unk lb implant). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the implant fractured at the neck level during the procedure.